Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate that procedure related factors (undersized at initial tavr) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that approximately 4 year after implant of a 26mm valve in the aortic position, the patient underwent successful post dilatation of the valve due to severe paravalvular leak. As reported an esheath and commander delivery system were used to post dilate previously implanted valve. The team elected to add 2 additional cc's to the 26mm delivery system nominal volume to decrease the amount of pvl. The pvl was assessed by tee and was determined that there is no pvl, but trivial central leak. The team felt the trivial central leak was insignificant and did not need to be addressed. No complications or harm came to the patient. The team felt that the valve may have been undersized at initial tavr resulting in pvl.